Manufacturer narrative:
A ge service rep performed an on site investigation. It was determined that the interconnect cable was defective and was replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscope sys would not fluoro and collimator was completely closed. The sys was reinitialized and no further problems occurred. There was no adverse pt involvement reported. There was no pt info reported.